Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with manual dose injection and supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.